Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 23mm sapien 3 ultra resilia valve in the aortic position, there was difficult access with an iliac stent and calcium in the abdominal aorta. The valve got stuck in sheath and they had to take everything out together. The team put in a 16f esheath and put the shockwave system through that to shockwave the vessel. Then they advanced the 16f e-sheath and we were able to advance the valve and delivery system successfully. The perclose did pinch off the vessel and they had to stent the common femoral at the end of the case. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).